Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station biometric identifier scanner was not populating the fingerprint log-in and required a witness for nurses to access the system. The technical support specialist (tss) had uninstalled the old lumidvcsvc version, installed the lumidigm update package 1.2.0.8, verified the drivers, confirmed the service was running, and rebooted the station. The medstation application had then launched successfully, and the biometric identifier (bioid) sensor had worked normally. Separately, the customer had reported that the bio ID login had not been populating and required a witness; after rebooting and reconnecting, the issue had persisted, but the field service engineer (fse) had later confirmed that the customer had resolved it. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID login failed to populate, and nurses were required to use a witness to log in. The bio ID was unplugged and the device was rebooted, but the unit continued to fail to detect the fingerprint. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.